Manufacturer narrative:
(B)(4). The event is currently under investigation. A final report will be generated upon the completion of the investigation.

Event description:
It was reported by the user facility that a patient underwent a ureteroscopy, retrograde pyelogram with laser lithotripsy procedure using an ngage stone extractor. The physician indicated the extractor did not close before use, therefore another extractor was used for the procedure. Incident happened before patient contact. No further information was provided.

Manufacturer narrative:
Investigation - evaluation: a review of the device history record, complaint history, documentation, manufacturing instructions, quality controls and visual inspection was conducted on the returned device during the investigation. One device was returned for investigation. The device was returned with the udh handle and basket formation in the closed position. A visual examination noted the support sheath is bowed in appearance. A functional test was performed and the udh actuated the basket formation to the open position but not to the completely closed position. Using the microscope, it was discovered that the shrink tube on the wires was pulled away and the basket wires had the appearance of being caught and pulled on something. A review of the device history record did not observe any non-conformances that may have contributed to this incident. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.